Event description:
It was reported by the customer that their insulin pump's keypad was unresponsive to user inputs. Customer stated they did not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump's button error alarm and no button response due to corroded keypad traces. The insulin pump was received with cracked display window corner, reservoir tube lip, scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.